Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a followup report when the investigation is complete and when more information becomes available. (B)(4). Conclusions - conclusion not yet available-evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular systems corporation that during cardiopulmonary bypass the perfusionist noticed that the rpm from the centrifugal pump was much higher than the actual flow. Rpm was 2800 and arterial flow was 2.8 lpm. No known impact or consequence to the patient, product was changed out, surgery was completed successfully.